Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal exploration with excision of mesh. It was also reported the patient underwent a diagnostic laparoscopy, laparoscopic appendectomy, laparoscopic biopsy of pericecal lymph node on (B)(6) 2012.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent vaginal exploration with excision of mesh on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.